Manufacturer narrative:
Manufacturers ref# (B)(4) based on the additional information provided by the site, the event for this (B)(4) is no longer reportable. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information has been received 02dec2024 which replaces previously submitted description of event: according to the casebook no endoleaks were present at the completion of the procedure. An endoleak of unknown type is noted at the 1-month follow up. Site changed data to reflect no endoleak. Site changed data to reflect no problems during the procedure. Patient outcome: no secondary intervention is performed to treat the endoleak. There are no endoleaks at the 6 and 12-month follow-up.

Manufacturer narrative:
Manufacturers ref# (B)(4). G4) PMA/510(k): p140016. Investigation is still in progress. This report is required by the FDA under 21cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Description of event according to study: primary indication for thoracic endovascular aortic repair thoracic aortic aneurysm (taa). Date of procedure (B)(6) 2021. Devices used: zta-p-44-179 ((B)(6)) proximally and zta-p-46-233 ((B)(6)) distally. Was access of the target lesion and deployment of the zenith alpha thoracic graft in the intended location successful? Yes. Is there evidence of endoleak(s) at the completion of procedure? No. Is there evidence of device issue(s) at the completion of procedure? No. Follow-up CT/MRI, endoleaks for: 1-month follow-up visit ((B)(6) 2021). Is there evidence of endoleak(s)? Yes, unknown type. Is there evidence of device issue(s)? = no. Was a new secondary intervention performed to treat the endoleak(s)? No. Follow-up CT/MRI, endoleaks for: 6-month follow-up visit ((B)(6) 2022). Is there evidence of endoleak(s)? No. Follow-up CT/MRI, endoleaks for: 12-month follow-up visit ((B)(6) 2023). Is there evidence of endoleak(s)? No.